Event description:
Repair work order rec'd from the dealer indicating the ventilator had an intermittent alarm, however it was not specified as to whether the unit would sound an alarm intermittently or if the alarm would fail to sound intermittently. Further contact with the dealer indicated that the unit was placed on a pt prior to discharge from the hospital. The unit passed all testing when the pt was placed on the device. The following day, the respiratory therapist performed a follow up visit to verify the function of the device and discovered that the low-pressure alarm would not sound. There was no pt harm as a result. Unit was exchanged out and sent in for repair.